Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that when the device was used during an open gastric bypass, on the second firing, only one side of the staple cartridge deployed staples 3/4 of the way. The knife did deploy. The surgeon oversewed the tissue. There was no reported patient consequence.